Manufacturer narrative:
Describe event or problem: it was reported while using bd vacutainer® brand pronto¿ quick release needle holder, the holder separated from the luer adapter device while drawing blood from a line. While trying to remove the luer adapter from the line without the holder, the health care worker was pricked by the needle. The health care worker underwent post-exposure testing according to facility procedures and their results were negative. H6: investigation summary: material #: 368872. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® brand pronto¿ quick release needle holder, the holder separated from the luer adapter device while drawing blood from a line. While trying to remove the luer adapter from the line without the holder, the health care worker was pricked by the needle. The health care worker underwent post-exposure testing according to facility procedures and their results were negative.

Event description:
It was reported while using bd vacutainer® brand pronto¿ quick release needle holder, the holder separated from the luer adapter device while drawing blood from a line. While trying to remove the luer adapter from the line without the holder, the health care worker was pricked by the needle. No information about impact, testing, or medical intervention was provided.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.